Event description:
The patient reported having four surgeries as a result of the lead replacement, which was due to lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.